Event description:
The pt was reportedly implanted with a gynecare prolift pelvic floor repair kit on (B)(6) 2009, and a surgisis biodesign tension-free urethral sling on (B)(6) 2009. The surgeries took place at (B)(6), and were performed to treat the pt's urinary stress incontinence. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Event date not provided by the complaint. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. MFR date unk as lot number not provided by the complainant. Conclusions: likely caused by another device not manufactured at cook biotech incorporated. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim was handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the surgisis biodesign tension-free urethral sling and the alleged injuries remain unk. Based on our experience and understanding of the relevant science and medicine, we speculate that the biodesign tension-free sling was likely placed to repair damage from the previously placed gynecare prolift pelvic floor repair kit product and/or to repair a recurrence of the pt's original defect. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.